Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "pump shuts off" was not reproduced. A review of the event history log revealed multiple events of "improper shutdown!" However the log cannot be used to determine if the power was manually disconnected or shutdown without user input. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump shut off during charging. There was no patient involvement. No additional information is available.